Event description:
Dr was performing a colon resection. Smoke was noticed at suction tip. This was a metal tip to a separate suction source, not a suction coagulator. The burns were discovered and the metal tip was replaced with a plastic one. Once the dr started, again arcing was seen from a towel clip, used to hold the extra pencil wire, to the pt's skin. The suction tip was approx 3 in from where the dr was cutting with the pencil.